Event description:
An optometrist reported that a (B)(6)-male pt experienced a severe corneal ulcer in the right eye while using complete multipurpose solution easy rub formula. The pt presented on (B)(6)2010 with symptoms of pain and irritation for about 2 or 3 days. The pt had placed a lens on his eye, noted it was uncomfortable, but wore it for several hours. When his symptoms did not resolve in a couple of days, he sought medical treatment. The optometrist indicated that when he saw the pt, the appearance of the cornea was similar to a non-healing contact lens abrasion, there was no infiltrate but there was epithelial erosion. He prescribed tobramycin prophylactically to be used four times a day. The pt returned the following day and the ulcer was visualized along with hypopyon and an infiltrate at a superior, temporal position (size was not provided). He was referred to an ophthalmologist who performed a corneal scraping which showed the organism to be acinobacter baumanii haemolyticus. At the time of the report, the pt was not fully recovered. The pt has worn biomedics contact lenses for about 6 months and reportedly, does not sleep in them ad performs a 'rub and rinse' step in caring for them. In follow-up, the reporter indicated the lot number of the bottle of complete was not available because it had been discarded. No testing had been performed on the bottle.

Manufacturer narrative:
(B)(4) - used for corneal epithelial erosion. The root cause has not been established.